Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a high out of range shock impedance measurement greater than 125 ohms. It was determined that the value was 128 ohms and the system was programmed in a single coil configuration. Boston scientific technical services (ts) advised that the physician continue to monitor this system. No adverse patient effects were reported. This product remains in-service.